Manufacturer narrative:
Product technical complaint (ptc) investigation result on 09-sep-2015: ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bleeding, never stopped bleeding for about a month /constant bleeding (interpreted as genital bleeding). She had an ultrasound done which showed one of her coils was predominantly within her uterus (interpreted as device dislocation). She underwent a full hysterectomy. These events are serious due to medical significance and listed in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion. Given the nature of the event bleeding, never stopped bleeding for about a month /constant bleeding, causality with essure cannot be excluded. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be a dislocation, protruding into uterus. In the present case, on an unspecified time after insertion ultrasound showed one of the coils was predominantly within her uterus. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 ((B)(4), awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) on (B)(6) 2009. Consumer had the essure procedure done on (B)(6) 2009 in a hospital. She woke up and had a lot of pain. Went home that day, had some bleeding, never stopped bleeding for about a month. She called her physician and made an appointment. Told him about the constant bleeding and pelvic pain, asked him to remove them and she was told that they can't be removed. Physician put her on birth control pills. Her bleeding everyday had finally stopped. Every month from that day forward until (B)(6) 2015 she would have extremely heavy periods. She was in constant pain, extreme fatigue, hair loss, horrible headaches and severe nausea, that she would have to take anti-nausea medication. Consumer had an ultrasound done and they reported that one of the coils was predominantly within her uterus. So she had to have a full hysterectomy leaving her ovaries. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bleeding, never stopped bleeding for about a month /constant bleeding (interpreted as genital bleeding). She had an ultrasound done which showed one of her coils was predominantly within her uterus (interpreted as device dislocation). She underwent a full hysterectomy. These events are serious due to medical significance and listed in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion. Given the nature of the event bleeding, never stopped bleeding for about a month /constant bleeding, causality with essure cannot be excluded. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be a dislocation, protruding into uterus. In the present case, on an unspecified time after insertion ultrasound showed one of the coils was predominantly within her uterus. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis has been requested.